Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that a portion of the standard sling strap kit is coming apart at a seam.